Event description:
It was reported that a peritoneal dialysis (pd) patient recently had hernia surgery and has been taking laxatives. Subsequent attempts to obtain additional clinical information (e.g., formation of hernia, causality, patient demographics/medical history, surgical outcome) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of a hernia, which warranted surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the serious adverse events. The information currently available cannot determine when the hernia initially formed. Therefore, the liberty select cycler cannot be excluded from having a possible casual or contributory role in the creation and/or exacerbation of the patient¿s hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had hernia surgery and has been taking laxatives. Subsequent attempts to obtain additional clinical information (e.g., formation of hernia, causality, patient demographics/medical history, surgical outcome) were unsuccessful.